Event description:
The device was used durng an unspecified procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
02/26/1999- supplemental report #1 sent to FDA.